Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self test performed on their family members on unknown date. Confirmation testing' s were performed at doctor¿s facility (platform unknown). Generated positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on their family members on unknown date. Confirmation testing¿s were performed at doctor¿s facility (platform unknown) generated positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided.